Event description:
Initial report: this non-serious spontaneous case report from another country, was reported by a nurse via a pt rep and forwarded by our local affiliate. This case involves a female, pt, (age nos) who received poly-l-lactic acid therapy in 2009 for cosmetic reasons. Add'l treatment details were not specified. One week ago, the pt developed jaw pain. It is unk if any corrective treatment was given and event outcome is unk. A ptc(pharmaceutical technical complaint) was initiated. Reporter's causality assessment: not provided.